Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a right coronary artery (rca). Following predilatation using 2.0 x 12 non compliant emerge balloon, a 3.50 x 32mm synergy drug eluting stent was deployed to treat the lesion. Following stent deployment, dissection was noted in the distal edge of the stent at the mid rca. The patient developed chest pain related to the dissection. Another 3.50 x 32mm synergy stent was deployed to seal the dissection and successfully complete the procedure. The patient was stable and fully recovered.